Event description:
It was reported that a malfunction occurred with the pump, specifically displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to report back if any issue arises again, which the customer acknowledged and understood.